Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump screen was blank. The patient's blood glucose at the time of incident was 13.4 mmol/l. The display remained blank despite a battery change. The call disconnected before further troubleshooting could occur. The insulin pump was not returned for analysis.